Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown mets distal femur, femoral stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "surgeon as requested a patient specific distal femoral replacement. The plan is to explant the mets df component but retain the metal casing in situ which is well fixed." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is planned to be revised. A review of the provided medical records by a clinical consultant confirmed the event: "surgeon as requested a patient specific distal femoral replacement. The plan is to explant the mets df component but retain the metal casing in situ which is well fixed." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Update: per clinician review of provided medical records: "the x-ray shows significant lucencies about the femoral stem consistent with a loss of fixation.".

Event description:
As reported: surgeon as requested a patient specific distal femoral replacement. The plan is to explant the mets df component but retain the metal casing in situ which is well fixed.

Manufacturer narrative:
The event of "delayed healing" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing.